Event description:
This report is being submitted as new information received on 29 march 2022 indicated the secondary fracture of the distal ulna previously reported in reports 3025141-2022-00060 and 3025141-2022-00061 potentially occurred while using the "second drill" during the procedure. However, the field rep did not recall the fracture being visible on x-ray at the time of the procedure. Both near and far cortex drills were used, but it is unknown which drill was used as the second drill. Additionally, device information for both drills is unknown. This report is related to report 3025141-2022-00060 on the tiploc bushing set and 3025141-2022-00061 on the ulna nail. Original event description: during the procedure, fracture of the distal ulna occurred with drill placement for tiploc. There was no significant delay in procedure; however, this issue caused a need for another operation/procedure. Per information received on 29 march 2022, the additional procedure/operation has not yet taken place.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (model number, batch/lot number) is unknown.